Event description:
It was reported that patient underwent a left knee revision approximately six years post-implantation due to femoral pain. No additional patient consequences were reported.

Manufacturer narrative:
(B)(4). D10 medical devices: nexgen 14mm height size c,d with locking screw yellow articular surface catalog#: 00599403014 lot#: 62938369. Nexgen left size d cemented option femoral component catalog#: 00599401491 lot#: 63746608. Nexgen 18mm diameter 100mm length straight stem extension catalog#: 00598801018 lot#: 63282086. Nexgen 14mm diameter 100mm length offset stem extension catalog#: 00598802014 lot#: 63632065. Trabecular metal cone full catalog#: 00545004801 lot#: 63525256. Prc agmt block dist sz d 5mm catalog#: 00599003410 lot#: 62963054. Prc agmt block dist sz d 5mm catalog#: 00599003410 lot#: 62999435. Competitor bone cement catalog#: unk lot#: unk. G2 foreign source: new zealand. Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed due to limited information received from the customer. Medical records/radiographs were provided and reviewed by a health care professional. Review of the available records identified the following: possible radiolucency at the tibial metal-cement interface and early loosening cannot be excluded. The bone has advanced osteoarthritis. Device history record was reviewed and no discrepancies relevant to the reported event were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.